Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported by healthcare professional "our nicu has had 3 recent patient injuries associated with the neonatal IV statlock. Broken skin integrity was found upon removal of the device." This report addresses the third patient.

Event description:
It was reported by healthcare professional "our nicu has had 3 recent patient injuries associated with the neonatal IV statlock. Broken skin integrity was found upon removal of the device." This report addresses the third patient. Additional information received: the customer reports the skin injury to be pressure injury occurring when the statlock is used at the ac (inner elbow). The skin was said to be healthy and intact at the time of statlock placement and the patient does not have allergies to adhesive or acrylic. Neonatal statlocks were used. Cavilon skin prep was used prior to placing the statlock. The pressure injury was treated "per wound guidelines" and has healed.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.